Event description:
Pt was revised due to disassociation of the liner from the cup.

Manufacturer narrative:
Examination of the returned 521608 (s-rom*insert l32, 0 deg, 28mm c) finds nothing outward to suggest product error. The lot codes are not available/legible on the items, and follow-up attempts to identify the lot codes for the returned liner, and the acetabular cup were unsuccessful. Device history retrieval and review is not possible without lot code confirmation. The cup associated with the event remains implanted and unavailable for examination. The investigation is unable to conclusively determine the root cause. Device evaluation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.